Manufacturer narrative:
(B)(4). There is no appropriate conclusion code. The device history review for the instruments in question was completed and no irregularities were found. The returned instrument handle/jaw mechanism had a sluggish and dry feeling not allowing the jaws to function smoothly thus validating the complaint. Further evaluation showed that after properly lubricating the instrument it functioned as required. The root cause of the alleged issue is un-determined but there is the potential that the instrument was not properly lubricated after sterilization as recommended in the IFU ((B)(4)) supplied with the instrument. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the applier would clamp down the clip, but would not release it. The surgeon was able to disengage the clip with no harm to the patient. The patient's condition was reported as fine.